Manufacturer narrative:
H3 device evaluated by mfg updated. H3 summary attached updated. H4 manufacturing date added. D4 expiration date added. D10 product available to stryker updated. D10 returned to manufacturer on updated. The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During the visual inspection, it was found an attempt had been made to shape the guidewire tip. The guidewire nitinol tube was found to be broken. The platinum coil was not broken and the core wires was found to be broken. The nitinol tubing was cracked. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional inspection cannot be performed due to the guidewire damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation, and the event was noticed during preparation. Analysis of the returned device found scraping and peeling of the ptfe was evident in the returned device and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. This would cause difficulty in advancing the device, and if repeated pressure was applied in order to advance the guidewire this may cause a fracture/break to occur. The as reported defects ¿guidewire difficult to advance¿, ¿guidewire ptfe coating peeling¿ and the as analyzed defects and 'guidewire broken/fractured during use' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during m1 thrombosis case, the physician decided to use a catheter to perform aspiration. The catheter was delivered along with the subject guidewire to the location of oa. The physician encountered resistance when delivering the catheter; therefore, both the catheter and subject guidewire were removed together. Upon removal, the catheter tip was noted to be kinked and the coating at the tip of the subject guidewire was found peeled off. A new similar guidewire and catheter were used to continue and complete the procedure successfully. No clinical consequences were reported.

Event description:
It was reported that during m1 thrombosis case, the physician decided to use a catheter to perform aspiration. The catheter was delivered along with the subject guidewire to the location of oa. The physician encountered resistance when delivering the catheter; therefore, both the catheter and subject guidewire were removed together. Upon removal, the catheter tip was noted to be kinked and the coating at the tip of the subject guidewire was found peeled off. A new similar guidewire and catheter were used to continue and complete the procedure successfully. No clinical consequences were reported.